Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was evaluated and the helix allegation was confirmed based on the field report and the finding of dried blood in the helix mechanism, lead resistances measured normal and the tip lead appeared normal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was explanted due to a dislodgement that lead to lost of capture, low amplitude, undersensing and impedance issues. A reposition of the lead was attempted however the helix did not extent so a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to a dislodgement that lead to lost of capture, low amplitude, undersensing and impedance issues. A reposition of the lead was attempted however the helix did not extent so a new lead was implanted. No additional adverse patient effects were reported.